Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. Additional findings were as follows: light cover glasses adhesive was stained; optical cover glass adhesive was stained; distal end adhesive was worn; control body aspiration housing had contamination evident; switch condition had hole in button; suction connector had water leakage; image condition had error code; aspiration channel condition and brush passage had contamination; biopsy channel condition and brush passage was damaged; angle was not to specification; biopsy and aspiration channel had contamination evident; and automated air leak test leaking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to reprocessing could not be conducted properly due to leakage from switch 1, the automated air leak test leaking, a comprehensive leakage check was completed prior to technical evaluation, or number 1 button was leaking. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had contamination evident in the water channel. The issue was found at maintenance during the repair process of the device. There were no reports of patient harm. The device was returned and evaluated, and there was white contamination in the air and water channel. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.